Event description:
It was reported by service report that the bed was stuck in high height. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: bed lost its lift limits. Conclusions: bed limits recalibrated.